Manufacturer narrative:
Medtronic field service engineer (fse) went to site to test the system, a standalone x-relay service kit was ordered and sent to site 11/7/2014. It was replaced by fse and system was tested and passed. No parts returned so no evaluation could be performed. System working as intended, no further issues reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
The site wanted to boot up the imaging system before the surgery to move it from the storage place into theatre. The site could move it but the x-ray boot up wasn¿t ready despite them rebooting a couple times. There was no patient present when this issue was identified.